Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.